Manufacturer narrative:
B3. Date of event is unknown. The customer reports events occurred in 2025 and in 2026; however, no further information can be provided. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) false resistant m. Tuberculosis patient result was obtained from a mgit instrument. The customer is unable to provide the number of affected patient samples or tubes used with a specific product lot. No confirmatory testing was reported; however, the customer noted that no actual growth was observed. Repeat testing occurred and no adverse health impact was reported. This is report 51 of 61.